Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The product was not received for evaluation since it was deemed that this incident was not the result of a product defect. We have been unable to confirm the model number o the serialization. The enduser wass being put into the device by healthcare worker when he received a gash on his leg due two the 2 metal clips that swing back the leg rests. He got 12 stitches due to this incident .

Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The product was not received for evaluation since it was deemed that this incident was not the result of a product defect. We have been unable to confirm the model number o the serialization. The enduser was being put into the device by healthcare worker when he received a gash on his leg due two the 2 metal clips that swing back the leg rests. He got 12 stitches due to this incident .